Manufacturer narrative:
(B)(4). Only event year known: 2018. Batch # unknown. As a lot/batch was not provided, a device history could not be performed.

Event description:
Lap. Gastric bypass: surgeon used psee45a with a gst45b for the transection of the jejunum. The stapler functioned as intended, advanced the knife and did cut the tissue. However, there was only one staple line (right from the cut line) visible. There was no staple line left from the cut line. Patient consequence: no.

Manufacturer narrative:
(B)(4). Date sent: 8/31/2018. Additional information was requested and the following was obtained: there is no information if the staple line was missing at the resected or remaining part of the stomach and how the issue was solved. Could you please contact the sales rep and ask for more information? Response: I also did not receive any additional information from the doctor other than what I already wrote in the complaint.